Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a pedicle probe bent while being inserted into a pedicle during surgery. The procedure was completed without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned probe was examined and found to be bent at the tip. The cause of this failure can likely be attributed to off-axis applied force upon insertion of the device. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a pedicle probe bent while being inserted into a pedicle during surgery. The procedure was completed without reported patient impacts.